Event description:
Pt got out of bed despite instructions not to. Bed-ex did not alarm at all or did not alarm for prolonged time. Roommate called to say pt had fallen. Pt found on floor, bleeding from cut on head and non responsive. Code called. Unable to resuscitate pt. It is possible pt had life threatening arrhythmia which caused the fall and death. No autopsy was done.